Manufacturer narrative:
The following elements have blank data.

Event description:
Safety concern regarding product recall and there is no other option for use. In this particular patient's case, failure of the device led to patient experiencing seizure. Nasal atomized verse was not able to be provided due to unavailability of nasal atomizer. No non-recalled atomizer could be located and patient's seizure resolved on its own without pharmaceutical intervention that would have likely shortened the duration. Manufacturer response for nasal atomizer, lma mad nasal intranasal mucosal atomization device (per site reporter). No replacement options have been identified or provided to date.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: nebulizer, medicinal, non-ventilatory (atomizer).

Event description:
Safety concern regarding product recall and there is no other option for use. In this particular patient's case, failure of the device led to patient experiencing seizure. Nasal atomized verse was not able to be provided due to unavailability of nasal atomizer. No non-recalled atomizer could be located and patient's seizure resolved on its own without pharmaceutical intervention that would have likely shortened the duration. Manufacturer response for nasal atomizer, lma mad nasal intranasal mucosal atomization device (per site reporter): no replacement options have been identified or provided to date.

Event description:
Safety concern regarding product recall and there is no other option for use. In this particular patient's case, failure of the device led to patient experiencing seizure. Nasal atomized verse was not able to be provided due to unavailability of nasal atomizer. No non-recalled atomizer could be located and patient's seizure resolved on its own without pharmaceutical intervention that would have likely shortened the duration. Manufacturer response for nasal atomizer, lma mad nasal intranasal mucosal atomization device (per site reporter): no replacement options have been identified or provided to date.